Manufacturer narrative:
H4: the lot was manufactured from september 14, 2022 - september 16, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph attached to the parent record showed fluid inside and outside of the device which suggested a leak. The reported condition was verified. The cause of the condition could not be determined, however the probable cause of leak at the luer lock connection may be due to untightened blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked medication from the luer lock connection. This event occurred during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.